Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of two incarcerated ventral hernias. It was reported that after implant, the patient experienced recurrence, failure of mesh, mesh migration, mesh contraction, pain, abdominal pain, and adhesions. Post-operative patient treatment included mesh revision surgery.